Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 700 mg/dl and at the time of incident blood glucose was 600 mg/dl. The customer was treated with insulin drip. Customer reported they feels okay to troubleshoot and based on customer report customer alleged that insulin pump was under delivering. The customer stated that insulin pump did not deliver insulin. The insulin pump will be and reservoir will not be returned for analysis.